Event description:
It was reported that there was an insertion and or retention issue with the anchor. It was noted that the action required as a result of this event was a revision. It was noted that the lead was replaced and a different kind of anchor used. It was noted that x-rays were performed. It was noted that the product issue was resolved. It was noted that the product issue was lead migration. It was noted that the anchor remained intact however, the lead migrated out of the anchor. It was noted that the patient¿s status at the time of report was alive with no injury. It was noted that patient symptoms and complications associated with the event included less than 50 percent therapy relief. It was noted that the location of the symptoms was the ¿lead location.¿ additional information received reported that both of the leads were replaced. Additional information was requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3487a-56, lot# va0ahen, implanted: (B)(6) 2013, explanted: (B)(6) 2013. Product type: lead: product ID 37746, serial# (B)(4), implanted: (B)(6) 2013. Product type: programmer, patient: product ID 3708220, serial# (B)(4), implanted: (B)(6) 2013. Product type: extension: product ID 3487a-56, lot# va0ahen. Product type: lead. (B)(4).

Manufacturer narrative:
Concomitant product: product ID neu_unknown, product type unknown.